Event description:
Meter name: fast take meter, strip name: fast take strips, meter code: 7, strip code: 7, strip storage: properly, symptoms: none. A patient reported they were not able to get readings on meter. Their meter allegedly would not power and was also giving high readings. The results on their meter was 360 mg/dl, 300 mg/dl, 170 mg/dl. The result on the dr's meter was in the 300's mg/dl. The time difference between patient's meter and dr's meter was unknown. There was no treatment. No further information has been reported.